Manufacturer narrative:
Continuation of d10: 383059 lead, implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient lost capture and reported passing out, hitting their head and waking up after "blacking out". This seemed to occur when the cardiac resynchronization therapy pacemaker (crt-p) was performing capture testing in the middle of the night and recently occurring more frequently. It was further reported that he right ventricular (rv) lead exhibited high threshold and impedance at the upper end of normal. The rv lead was capped and replaced. The device was explanted and replaced and was also at elective replacement indicator (eri). No further patient complications have been reported as a result of this event.